Event description:
It was reported that during surgery the handpiece did not stop working. The lower trigger stuck sometimes. To complete the surgery the product was replaced with the same product.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.